Event description:
Initially the customer contacted baxter global technical service (gts) regarding an unrelated alarm that appeared on the home choice (hc) during use, during prime, for peritoneal dialysis (pd). The issue was resolved over the phone and there was no serious injury or need for medical intervention reported at the time of the initial call. During a follow up call to the home patient (hp), baxter product surveillance (ps) spoke with the caregiver (cg) (wife) regarding the alarm. The cg recalled the alarm and during the conversation stated that the hp is currently in rehabilitation (rehab) due to having peritonitis. The cg stated that the hp went to the hospital about a week ago and then was transferred to rehab, but he should be home either today or tomorrow. She stated that the hp has difficulty seeing things and might have used the wrong solution. The cg stated the hp is recovering well and did not provide additional information. On 02feb2012 baxter ps contacted the pd nurse (pdn) and received additional information. The pdn confirmed the hp was recently hospitalized for peritonitis (exact dates unknown) coincident with local dianeal (lot, dose and frequency not reported). The pdn stated an effluent analysis and culture were done in the hospital and she did not have any of the results. While asking the pdn for her opinion of the cause of the peritonitis she stated "I only know what I have been told" and declined providing any opinion of causality. The pdn reported that she knows the patient recently (date unspecified) went on a hunting trip and forgot to take minicaps with him. When asking the pdn for more detail on what the patient did about not having minicaps, she replied "who knows what he did?" The pdn stated the patient has recovered as of last weekend (exact date not provided). No concomitant medications were reported. The pdn did not report any allegation against a baxter product or solution. The pdn stated that the patient is now on hemodialysis (date unspecified). The pdn stated she was busy with another patient at the time of this call. No further information was requested.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, a batch review could not be performed.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because nurse reported the patient went on a hunting trip and forgot to take minicaps with him, which is an error, breach aseptic technique. The assignable cause for the breach in aseptic technique is not determined. A review of all batch record documents was performed on potentially associated lot h11k19013, h11j31036 and h11i13068 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.